Manufacturer narrative:
Additional contact person name- (B)(6). Due to character limit: e1 (telephone)- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer during routine check that the cardiosave intra-aortic balloon pump (iabp) required spring replacement. There was no patient involved.

Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings,investigation conclusions),h11. A getinge field service engineer (fse) was not dispatched to evaluate the iabp because no po has been received.

Event description:
N/a.